Manufacturer narrative:
Device evaluation:the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: the complaint regarding a blood glucose issue was reported to occur on (B)(6)2017. A review of the pump¿s black box showed that according to the basal total daily dose (tdd) history the user started on the pump on (B)(6)2017; review of basal tdd history showed the pump delivered the full program basal rate of 16.2 units per 24 hours from (B)(6)2017 until (B)(6)2018. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no defect found. The complaint of an inaccurate delivery issue was not duplicated during investigation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose that day was over 600 mg/dl. No additional information was provided and several unsuccessful attempts to contact the patient were made. This complaint is being reported because a device use-error or malfunction could not be ruled-out as a cause or contributor to the reported adverse event.